Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 8f navarre drainage catheter was received for evaluation. Gross visual and microscopic visual evaluations were performed. Multiple fractures were found on the catheter hub. A partial circumferential break was noted approximately 13.2cm from the distal end of strain relief. Therefore, the investigation is confirmed for the reported fracture issue. The definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 12/2025), g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that two days post drainage catheter placement, the screw thread was allegedly found to be cracked. Reportedly, the catheter was removed. There was no reported patient injury.

Event description:
It was reported that two days post drainage catheter placement procedure, the screw thread was allegedly found to be cracked. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 12/2025). The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.